Manufacturer narrative:
Device evaluation: no product sample was received. No photographic or diagnostic evidence of the complaint provided by the customer; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable-pump won't run" alarm is the down stream occlusion (dso) sensor. The most probable cause of air seen in tubing is user error, most probably due to medication being added to cassette too quickly. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump activated a "no disposable" alarm and won't run. Per reporter, the patient's pump is alarming "ndpwr". Settings were reviewed, the pump was turned off and the tubing clamped. The cassette was removed and tubing massaged while pressing green flow stop down. Air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and re-attached. The pump was turned on again, the settings reviewed and upon restart, alarm returned. This process was repeated and alarm persisted. The reservoir volume is 128.1 ml, rate is 3.0 ml/hr, given is 15.90 ml. It was reported that the patient was not affected and there was no patient injury. Per reported there is no additional information available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.